Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pinnacle mi liner impactors were broken into two pieces during liner impaction.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 5/17/16- pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Pfs reported extreme pain, disfigurement from resultant surgeries, and permanent damage to my hip area due to the device and required interventional care, partial or complete loss of mobility, loss of range of motion, and mental anguish. There is no new additional information that would affect the existing investigation. The complaint was updated on: jun 10, 2016.

Manufacturer narrative:
Visual examination of the two returned instruments confirms the breakage reported. A complaint database search finds no other reports against either product/lot combination. There is evidence of normal use over time but no obvious evidence of misuse. The investigation is unable to conclusively determine a root cause. Corrective action is not indicated at this time. Continue to monitor per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.